Event description:
Additional information was received that, per the physician, the cause of death was cardiac arrest.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty was performed using a 22 mm non-medtronic balloon while pacing the patient at 180-200 bpm. The patient¿s blood pressure dropped slightly from approximately 130 mmhg systolic to 108/57 mmhg. The valve was inserted and positioned using cusp overlap technique. At 80% deployment, the blood pressure lowered to approximately 80/40 mmhg without improvement. The temporary pacing continued at 80 bpm due to bradycardia. The implanting team decided to recapture the valve into the delivery catheter system (dcs) to allow the patient¿s hemodynamics to recover. An echocardiogram was performed and ruled out a cardiac perforation and open aortic insufficiency. Vasopressor medications and fluids were administered, and cardiopulmonary resuscitation (CPR) was initiated to circulate the medications. The patient remained hypotensive. Upon the second deployment at 80%, the systolic blood pressure was in the 40s and did not recover. CPR was started again along with life-saving medications administered while the valve was fully released at a depth of 2-3 mm. The dcs was pulled back into the descending aorta, and while closing the capsule, the non-medtronic guidewire was pulled back and caught on the valve, dislodging it above the coronary arteries. Of note, the implanting team was not concerned about the coronary arteries as the patient had a history of coronary artery bypass grafts including a patent left internal mammary artery, saphenous vein graft to obtuse marginal, and a non-dominant right coronary artery. Following the valve dislodge, the patient¿s rhythm changed to ventricular fibrillation. Echocardiography showed little contractability in the right and left ventricles. The patient was defibrillated, and CPR and medication administration continued. A second valve was prepped and deployed in the annulus while life-saving measures continued. After multiple defibrillations, the patient¿s rhythm remained pulseless, and the patient subsequently died.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are:  product ID: d-evolut-34; lot #: 0011864507; ubd: 2025-07-11; UDI#: (B)(4). Other medical products in use during the event include: product ID: 22mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.